Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, it is likely that too much water remained in reprocessing basin after rinsing cycle, quality of water used for reprocessing, number of uses, etc. This is likely caused by the user not reading the instructions for use (IFU) and/or has insufficient knowledge on the equipment. However, the root cause could not be determined at this time. The user is able to detect/prevent by handing the equipment in accordance with the following IFU: "chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution when the disinfectant solution in the reprocessor is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Caution expired disinfectant solution should be treated in accordance with the instructions supplied with the disinfectant solution. It is recommended to treat the waste fluid properly and to dispose of it according to local wastewater standards defined by law, or temporarily collect and store the waste fluid and have it treated by a waste disposal firm." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reportedly discovered during an interaction with the customer that the customer¿s endoscope reprocessor consistently has expiring disinfectant at 4 days and 18 cycles. The issue was discovered during reprocessing. The customer¿s expectation was 25 or greater cycles, at a minimum. The customer had tested the water purity and confirmed tolerances had been met. The water temperature was set to 22 degrees celsius. Their floor drain was reportedly under 23 inches in height, and the staff had accurately manually cleaned their endoscopes. The only remaining factor believed contribute to the premature expiration of their disinfectant (which was reported to be ¿acecide-c el oci¿ product) is excess residual water that could have remained in the basin post rinse cycle. There were no reports of patient or user harm associated with this event. Patient identifiers (B)(6) were reported at the same time.